Event description:
It was reported that a pta balloon dilatation, catheter could not retracted through the 6f introducer sheath. Reportedly, both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the pt as a single unit. Another introducer sheath was placed, and another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The lot number is not known. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a device eval could not be performed. In addition, images were not provided. The complaint investigation is inconclusive. The definitive root cause is unk. The current IFU (info for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.